Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. The customer elected to troubleshoot with technical support. The customer was provided recommended replacement part numbers and cost for repair. A representative from philips patient care and monitoring solutions performed a follow up and was informed by the customer that the initial report was resolved by replacing the flow sensor assembly. The customer reported that the unit has been put back into service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported that the air flow sensor had a 1.5 liter per minute (lpm) off-set. There was no patient involvement.